Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") and haemorrhagic anaemia ("anemia due to loss of blood during surgery") in a (B)(6) year-old female patient who had essure (batch no. C26960/c38217) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), depression ("depression"), asthenia ("asthenia"), arthralgia ("joint pains"), anxiety ("anxiety attacks"), amnesia ("loss of memory") and vision blurred ("blurred vision"). On (B)(6) 2017, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, haemorrhagic anaemia, depression, asthenia, arthralgia, anxiety, amnesia and vision blurred outcome was unknown. The reporter provided no causality assessment for allergy to metals, amnesia, anxiety, arthralgia, asthenia, depression, haemorrhagic anaemia and vision blurred with essure. The reporter commented: after the surgery, sick leave for 6 weeks and attention for 3 months because of anemia after loss of blood during surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-aug-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 292 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Lot number: c26960 manufacture date: 25-feb-2014 and expiration date: 28-feb-2017. Lot number: c38217 manufacture date: 25-mar-2014 and expiration date: 31-mar-2017. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 08-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") and haemorrhagic anaemia ("anemia due to loss of blood during surgery") in a (B)(6) female patient who had essure (batch no. C26960/c38217) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), depression ("depression"), asthenia ("asthenia"), arthralgia ("joint pains"), anxiety ("anxiety attacks"), amnesia ("loss of memory") and vision blurred ("blurred vision"). On (B)(6) 2017, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy ). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, haemorrhagic anaemia, depression, asthenia, arthralgia, anxiety, amnesia and vision blurred outcome was unknown. The reporter provided no causality assessment for allergy to metals, amnesia, anxiety, arthralgia, asthenia, depression, haemorrhagic anaemia and vision blurred with essure. The reporter commented: after the surgery, sick leave for 6 weeks and attention for 3 months because of anemia after loss of blood during surgery. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-aug-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 278 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.